Manufacturer narrative:
(B)(4). The insulin pump was unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. The pump was received with a scratched case and pillowing keypad overlay. There were cracks on the select button keypad overlay. The keypad overlay texture was damaged and there were minor scratches to the lcd window.

Event description:
It was reported that the device was damaged. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.